Event description:
It was reported that during a shoulder cuff repair the osteoraptor anchor broke when it was being screwed-in. The broken piece was not removed from the patient. The procedure was completed without delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and comply with provided percentage composition specifications as measured by ash test. A visual inspection of the returned device found that it is not in its original packaging. The insertion device and suture material were returned with no anchor. There is debris on both the insertion device and the suture material. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of the customer supplied image finds the complaint device with no anchor visible. No clinically relevant supporting documentation was provided for review. The osteoraptor anchor was retained inside of the bone, therefore, the potential for micro-motion and/or migration is unlikely. Since no other complications were reported, no further clinical/medical assessment is warranted at this time. The photo provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. The complaint was not confirmed, and the root cause could not be determined. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H2: additional information ¿b5, h6: health effect - clinical code and impact code¿.

Event description:
It was reported that during a shoulder cuff repair the osteoraptor anchor broke when it was being screwed-in. The broken piece was not removed from the patient. The procedure was completed without delay using a smith and nephew back up device in an additional bone hole. No further complications were reported.